Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inches where it was reported that the clave cracked. The patient involvement was unknown, but no patient harm reported.

Manufacturer narrative:
One (1) used. List #123390488, primary plum set returned for evaluation. As received, the y-site housing had a crack with a white particle inside the crack. No other damage or anomalies were observed. The reported complaint of clave crack can be confirmed. The probable cause is low viscosity plastic resin in combination with a small inclusion during molding in manufacturing. This failure mode is a known defect covered in ICU medical risk documents and can happen at low frequency. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.